Event description:
A report was received that a patient's ipg site was infected; the symptoms were clear discharge and skin erosion of the ipg. The patient was initially treated in the ER and was administered oral antibiotics; he was released the same day. The physician explanted the patient's ipg and lead. The pocket site was relocated and a new ipg and lead were implanted. The physician does not believe the infection was device related.